Event description:
It was reported that the patient experienced pain after receiving inappropriate shock due to both post sensed and post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable.